Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 3500 mcg/ml (dose 649.8 mcg/day) via an implanted pump. The lot number was unknown. Indications for use were listed as intractable spasticity and head/brain injury. Other medications the patient was taking at the time of the event and pertinent medical history were not reported. The patient came to the office for a refill after missing his refill appointment. The pump was reading empty reservoir and the alarm occurred on (B)(6) 2016; however the alarm was not heard and was confirmed by telemetry. The hcp refilled the pump and the patient did well. No symptoms were reported. The reason for the missed refill was not reported. Further follow-up is being conducted to obtain this information. . If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Patient code (B)(4) was updated.

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient experienced "seizure like activity" following a missed refill . No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.